Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon, indicated that the pk dissecting forceps instrument was not moving properly and asked that the instrument be removed and cleaned off. While being wiped, the scrub noticed that the cable at the wrist of the instrument was frayed. The instrument was then replaced with another instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch cable was not only frayed, but it was completely broken. The instrument pitch up cable was broken and frayed at the distal clevis hub. The frayed strands were sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken/ frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.